Manufacturer narrative:
Due to no product being returned the complaint could not be confirmed. Evaluation and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate.

Event description:
It was reported that the knot pusher was opened and blunt to cut the suture. Ended up using a separate device to cut. No patient injuries were reported.